Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and additional information from the customer. Following field was update: b5, g2, g3, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. No cause analysis was performed because the reported issue was not confirmed during inspection. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received that the reported issue occurred during an unknown therapeutic procedure. The procedure was completed using the same device.

Manufacturer narrative:
The device was returned and the evaluated. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gynecologic laparoscope had a pink or green coloring of the image. There were no reports of patient harm or injury.